Event description:
Per dealer the power port on the main control module looks charred and black in some sports. Dealer states the old motor wires had wires exposed and they were touching so he thinks it burned up the port.